Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a battery out limit followed by a blank display. Blood glucose level at the time of the incident was 546 mg/dl. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump failed battery test due to corroded battery tube. No blank display noted. The insulin pump was unable to verify battery out limit or perform the operating currents test due to failed battery test. The insulin pump received with cracked battery tube threads, minor scratched display window and corroded battery cap contact.